Event description:
Code updated to liner torn. Retract. Re-run dt. Aware date 4/3/2023.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for esheath liner torn was empirically confirmed through the provided example photo. Per follow-up information 'what we think happened is the bleed was coming from the partial expanding portion of the sheath. We had to do a shallow insertion from the carotid approach so when the valve went through the partial expanded area, the part of the sheath that was outside of the body was leaking. This part usually expands within the vessel so the bleeding does not come out, however, we did not have enough distance for the entire partially expanding portion to be within the vessel.' The IFU/training manual states to 'ensure fully expandable portion remains completely within the vessel for proper hemostasis'. As the expandable portion of the sheath was outside the body and not enclosed within the vessel, the sheath liner is more vulnerable to tearing. As such, available information suggests that procedural factors (liner not fully inserted) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This supplemental report is being submitted to retract the previously submitted medwatch report. It was initially reported by the field clinical specialist (fcs), that post successful valve deployment during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia, a torn edge to the distal end of the 16 fr esheath+ was observed upon removal. However, upon further follow up with the field clinical specialist regarding the details of the tear, it was described as the tear being higher on the esheath than initially reported. Located under the strain relief, at the beginning of the expandable section. This complaint is not considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), post successful valve deployment during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia, a torn edge to the distal end of the 16 fr esheath+ was observed upon removal.